Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered on and then off without user input displaying "improper shutdown" during chemotherapy (programmed amount and delivery rate unknown). The customer also reported "perhaps the button is stuck?". There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.